Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 31 dec 2024, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2014, day 13 after insertion. In-house testing of sensor did not reveal any malfunction. A review of the raw sensor data showed depressed signal and reference channels. The glucose suspend alert was triggered when blue norm went below the 0.59 threshold value. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, RMA was authorized to offer the user a sensor replacement. B4. Date of this report 28 march 2025. D4. Updated additional device information. G3.date received by the manufacturer? 28 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.